Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of lead dislodgement was not confirmed. Visual inspection of the lead found the extended helix clogged with blood, but measurements were within specification. Electrical testing completed did not have any anomalies.

Event description:
Related manufacturer reference number: 2017865-2021-36929 and 2017865-2021-36931. It was reported the patient had removed their pacemaker, atrial lead and right ventricular lead due to twiddlers syndrome. The patient then developed an infection due to the system removal. No replacement was implanted. The patient was stable.